Manufacturer narrative:
Result: the benchmark delivery catheter (benchmark dc) was ovalized from approximately 101.0 cm from the distal tip to the distal tip. Conclusion: evaluation of the returned devices revealed that the neuron max was ovalized, and confirmed that the benchmark dc was ovalized along the distal shaft. If the neuron max is forcefully pinched during preparation for a procedure, it is likely that the catheter will become ovalized. If the benchmark dc is forcefully advanced through an ovalized neuron max, it is likely that the benchmark dc will become ovalized as well. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01169.

Event description:
During preparation for a medical procedure, it was noticed that the neuron 070 delivery catheter (neuron 070) was kinked at the mid shaft and the benchmark 071 delivery catheter (benchmark dc) was ovalized at the tip. The damaged neuron 070 and benchmark dc were found prior to use and were not used in the procedure. The procedure continued using a new neuron 070 and benchmark dc.